Event description:
Pt underwent endoscopic revision of her roux-en-y gastric bypass procedure on (B)(6) 2012 with usgi incisionless operating platform (iop) without incident. Pt discharged same day. Pt re-admitted on (B)(6) 2012 at another institution complaining of malaise, palpitations, and shortness of breath. No abdominal pain, nausea, or vomiting. On exam, pt found to be in new onset atrial fibrillation with fever of 101. Cxr consistent with congestive heart failure. O2 sat low at 92%. Pt was rate controlled, given diuretics, oxygen, and antibiotics for suspected uti. Pt had returned to sinus rhythm on admission to floor. On floor, pt had reverted to atrial fibrillation and was transferred to cardiac unit. Later that evening, pt went into ventricular fibrillation and CPR was begun which was unsuccessful. Pt declared dead at 5 am on (B)(6) 2012. No autopsy performed. MFR notified of event on (b)(40 2012. Operator of iop and clinicians who cared for her on hospitalization felt cause of death was acute ventricular fibrillation with underlying coronary and peripheral vascular disease and not directly related to iop equipment.

Manufacturer narrative:
Clinician does not feel that this reported adverse event is related to injury caused by use of the g-prox device, but due to her underlying coronary vascular disease.